Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing continual e4 (occlusion) error messages. Patient stated she exchanged the cartridge, infusion set, and insulin completely; problem persisted. Patient reported finally being hospitalized for ketoacidosis. Although all components of infusion system were exchanged, repeated e4 occurred. Sometimes it happened five times per a day or during a night. This led to rising bg-level. Patient was treated with drip insulin followed by insulin pens. Patient was hospitalized for 10 days (from (B)(6) 2013). Patient was taken to hospital by her boyfriend. The patient was unresponsive and she remembers the day of hospitalization as if "in a fog". Patient was also treated for nephritis. Patient's blood glucose reading was not provided. Patient's normal blood glucose range was not provided. No further information available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result transfer set: the used returned transfer set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Head set: since no head set has been returned from the customer and no lot number is known, no investigation of the head set could be performed. Cartridge: the used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Pump: e4 were found in the history. The occlusion limits were tested successfully on the diagnostic test system. Adapter: the adapter passed the optical inspection successfully. The problem mentioned by the customer is related to mishandling of the product by the customer.